Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H10: the device was received for evaluation. A visual inspection with the naked eye noted that the female connector was separated from the main body. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues observed. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred during disconnection after continuous ambulatory peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.